Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that center pedal of the footswtch was not working during the procedure. There was a 30 minute delay to get another footswitch to complete the procedure. There was no pt harm.